Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device was discarded and will not be returned to the company. A review of device history record was completed and no anomalies were noted. This is the final report.

Event description:
It was reported that the recipient's device was explanted for a technology upgrade. The recipient was reimplanted with another advanced bionics cochlear implant.